Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked throughout its length, and the introducer sheath was full of coagulated blood and kinked 23.0 and 57.0 cm from the distal end. Some of this damage may have been due to return packaging conditions, as the pc 400 coil was folded and bent inside the packaging. The pusher assembly was fractured approximately 5.0 and 60.0 cm from the proximal end. Due to damage from return packaging conditions and coagulated blood inside the introducer sheath, the coil could not be extracted for evaluation. Conclusions: the complaint has been evaluated. The complaint indicated that during a procedure, the first pc 400 coil delivered did not create the desired casting shape. The procedure continued successfully using a new pc 400 coil. Evaluation of the returned device revealed the pusher assembly was kinked and fractured and the introducer sheath was kinked. Some of this damage may have been due to return packaging conditions, as the pc 400 coil was folded and bent inside the packaging. Due to this return packaging damage and coagulated blood in the introducer sheath, the coil could not be extracted to test its shaping ability, and the root cause of the complaint could not be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Conclusions¿ the investigation findings do not lead to a clear conclusion about the cause of coil did not take intended shape.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 (pc400). During the procedure, the physician noticed the pc400 was not forming and therefore, was removed. The procedure was successful using another pc400 coil. There was no report of an adverse effect to the patient.